Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device, 1 year, 1 month. Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to vad clinic with complaints of copious amount of green drainage from driveline exit site which began (B)(6) 2018. Infectious disease consult was done. Intravenous antibiotics were started and the driveline exit culture was positive for staphylococcus aureus. Blood culture was also positive for staph aureus. CT scan was done to rule out tunnel infection. Echocardiogram was done with no evidence of vegetation. On (B)(6) 2018, the patient was discharged to home with IV antibiotics until (B)(6) 2018, then long-term oral antibiotics for suppression.